Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the tip of a 120cm outback elite re-entry catheter broke off while inside of the patient. The separated segment was able to be removed and the patient is reportedly doing well post procedure. The device was stored and prepped per the instructions for use (IFU) and there were no damages or anomalies noted to the device prior to use inside of the patient. There was no difficulty experienced while advancing the outback device into the procedural sheath and abnormal force was not required at any time during the procedure. There was no difficulty removing the main portion of the outback elite catheter. The device was discarded and will not be returned. Without the return of the device or images for analysis, the reported customer event ¿catheter tip/distal tip (outback only)- fractured/separated¿ could not be confirmed. Handling factors such as excessive rotation, bending or kinking of the catheter may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback® elite re-entry catheter. Excessive rotation, bending or kinking of the outback® elite re-entry catheter may affect its performance. Withdraw the outback® elite re entry catheter if it becomes excessively kinked. If the guide wire kinks, carefully attempt to remove the wire and replace with a new one. Stop if any resistance is felt when removing wire from the outback® elite re-entry catheter. If resistance is encountered, retract the cannula tip back into the shaft and then remove the outback® elite re-entry catheter and wire together from the vasculature.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the tip of a 120cm outback elite re-entry catheter broke off while inside of the patient. The separated segment was able to be removed and the patient is reportedly doing well post procedure. The device was stored and prepped per the instructions for use (IFU) and there were no damages or anomalies noted to the device prior to use inside of the patient. There was no difficulty experienced while advancing the outback device into the procedural sheath and abnormal force was not required at any time during the procedure. There was no difficulty removing the main portion of the outback elite catheter. The device was discarded and will not be returned.